Event description:
The valve on two devices - a zenith converter and zenith main body extension (1820334-2012-00565 and 1820334-2012-00566) disintegrated after the dilator was withdrawn from the sheath, meaning there was nothing to stop the blood from flowing out of the patient's body. The physician used the dilator to fill the hole that was once the valve for both devices which stemmed flow, but significant blood was still lost. Patient need blood transfusion but has recovered completely.

Manufacturer narrative:
(B)(4). Still under investigation.